Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported after using the 355ld for the first time and inserting it into a 35lst, the firing button not engage. The case was completed by using an new 355ld. There was no consequence to the pt.